Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 01/24/2020. An investigation was conducted on 03/20/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws of the device. The integrated welder on the jaws appeared to be flexed away from the jaw. A dent was also observed at one side of the integrated welder. No damage was observed on the silicon insulator. An electric evaluation was performed. A pre- cautry test was performed per the instructions for use (IFU) with a reference cable and reference power supply at level 2.5. The device failed the pre-cautery test. Upon pulling the toggle to the proximal position to activate the harvesting tool, the power supply produced the intermittent beeping sound but the soaked gauze between the jaws of the harvesting tool did not produce steam. It was observed that the jaws of the device did not heat up enough to produce steam right away indicating that there was a circuit short somewhere in the internal circuitory. The device eventually started to produce steam after continuous activation of the toggle for approximately 15-20 seconds. The device handle was opened to evaluate the internal circuit, wires, and switch for any circuit shorts. It was observed that the connector wires were welded correctly to the switch without any breaks. There were no residues or contamination seen on the switch. The internal component of the toggle appeared to be intact. There were no non-conformities observed with the tool handle. To check if the insulation of the input wire was damaged while inserting the rivet at the shaft tip, the shaft tip and rivet was removed to expose the input wire. No cuts or knicks were observed on the insulation of the input wire. The hot jaw was evaluated under microscopy. It was observed that there was a point at which the cutter wire and the integrated welder were in contact at the proximal end of the hot jaw causing the circuit to short and not allowing enough heat, to the cutter wire,t o cut and cauterize the tissue effectively. Based on the evaluation results, the reported complaint was confirmed for the reported failure mode ¿failure to cut¿ and the analyzed failure mode ¿material twisted/bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not cut/seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not cut/seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.